Manufacturer narrative:
On 1/26-2022 the distributor reported the following additional information: the pump history was reviewed, and multiple power source alerts were identified; additionally, a battery fluctuating event was also observed. Troubleshooting was performed and the pump successfully charged without any issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. Further information regarding the patient or event was not provided.